Manufacturer narrative:
The technician found the bearings in brake block mechanism and the brake casters were worn. He replaced the brake block bearings and the brake casters to repair the bed.

Event description:
Information received indicates the brake is not holding.